Event description:
It was reported that while the user was showering, the connection between the dexcom g7 cgm and the ilet was lost, triggering bg run mode on the ilet and later reconnecting when the user was back in range, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability issue between the cgm and the ilet consistent with intermittent communication failure, with the device component implicated being the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.